Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that an adverse skin reaction occurred. Verbatim: chloraprep. My customer (B)(6) is having several chloraprep skin irritation and reactions. I have cc¿d (B)(6) who just called me to alert me of the instances of skin irritation.

Manufacturer narrative:
No additional information was provided by the (B)(6). Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings. H3 other text : see narrative below.

Event description:
It was reported that an adverse skin reaction occurred. Verbatim: chloraprep, my customer cares surgicenter is having several chloraprep skin irritation and reactions. I have cc¿d (B)(6) who just called me to alert my of the instances of skin irritation.